Event description:
It was reported by medwatch that a-line monitoring extension set (high pressure tube with one way stopcock) had a crack/leaking. A-line tube was being replaced and upon attachment of new tubing, the extension was found to be leaking. Unable to properly flush or get accurate readings of patient's blood pressure due to leak in high pressure extension tubing. It is unknown if any adverse event occurred or if there was any patient impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.